Event description:
A valve obstruction. It was reported that the valve was programmed to 160mm h2o. The pressure decreased 10mm on each of two days. When the pressure was 120mm h2o, the patient developed a subdural space. The valve was explanted and replaced.